Manufacturer narrative:
(B)(4). Product will not be returned for investigation due to location is unknown. Once investigation is completed, a follow-up MDR will be submitted. Concomitant: m2a 38 mm mod hd-item#11-173665 lot# 042190; bi metric/x por nc item# x180317 lot # 689691. Multiple MDR reports were filed for this event: please see associated reports: 0001825034-2018-01815; 0001825034-2018-01816.

Event description:
It was reported a patient underwent a hip revision 12 years postoperatively due to unknown reasons. Additional information requested and additional information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed due to review of provided medical records. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 12 years post-implantation due to pain, pseudotumor, elevated metal ion, osteolysis. During the procedure, pseudotumor, a large amount of osteolysis, excessive blood loss and yellow synovial fluid was noted. It was also noted that the surgery required additional time due to the patient's morbid obesity.